Event description:
It was reported that the patient was reprogrammed multiple times prior to the ipg replacement. The patient reportedly has effective therapy after the ipg was replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had their ipg replaced on (B)(6) 2019 due it being inoperable.